Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 04-sep-2008 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not closed. A field service engineer found that the drawer was physically damaged, with a broken latch holding it in place, broken studs, and some missing nuts. The field service engineer replaced the drawer to resolve the issue and performed a functional test and diagnostics. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer 4.1 was failed to close. The customer stated that this malfunction occurred while dispensing medication to the patient care and caused no delay. There were no adverse events or injuries reported based on this event.